Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that between 05:15 and 05:30 on (B)(6) 2019, v-tach red alarms were not announced on the patient's bedside mx450 monitor for bed 9 in the ccu, even though v-tach ECG rhythms were shown under general review on the piic ix central station monitor. No death or patient injury or harm was reported.